Manufacturer narrative:
On 17-nov-2021, during an internal review it was decided to report the adverse event under the smartablate generator since the contribution of the clinical user error of "incorrect catheter settings selection" to the patient consequence cannot be excluded. As such, biosense webster inc.'s reference number (B)(6) has two reports: (1) manufacture report number # for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) importer report number # 2029046-2021-50012 product code m490007 (smartablate¿ system rf generator (us)).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cerebrovascular accident (cva). After the procedure was completed, the patient had "stroke-like" symptoms when waking up from anesthesia. The caller stated that the patient presented a flaccid left side of the body upon waking up. A CT was performed, and the patient was transferred to st louis university hospital for further treatment. There also was char found on the catheter tip and cleaned off during the procedure. The physician¿s opinion on the cause of this adverse event is unknown. At the time of the event, the physician stated that nothing different had been done from her workflow. However, the team, which includes the biosense webster inc. (Bwi) representative were told the next day by a va rn that the smartablate remote setting in the control booth had been on the 4mm catheter prior to the char being found at the catheter tip. Once the char was cleaned off, the tip was flushed, and the catheter readvanced to the left atrium. The rn in the control booth changed the smartablate setting to stsf. Neither the physician nor the bwi representative were told that the case had started with incorrect settings at that time. The CT was performed at the va and the patient was transferred to st louis university hospital (sluh) for possible intervention and monitoring. Based on patient condition, sluh chose not to intervene. The patient outcome of the adverse event was reported as improved, as reported on 6-oct-2021. The patient required extended hospitalization because of the adverse event. There was no evidence of blood thrombus /clot during the procedure, but char was found on the tip of the stsf catheter after rf ablation terminated due to impedance spike. Char was removed and catheter was flushed. Vigorous spray observed before catheter reinserted and case continued. The correct catheter settings were not selected on the generator, prior to char observation. The employee in charge of remote changed setting to power mode but did not tell the bwi representative or the physician that day. Pump set at 2ml per minute at start of case. Pump changed from low to high flow with power mode. No error messages and the physician/user did not see any product problem. No issues related to temperature and flow on the catheter. The temperature, impedance and power are unknown. The physician ablates at 30 watts on the posterior wall and 35 watts anteriorly. The patient was anticoagulated, the act > 350. The physician checks acts frequently. No ablation was greater than 60 seconds. Physician usually ablates no longer than 20 seconds in on spot. The average contact force was not greater than 40 grams and was not greater than 25 grams. There were no ablations that used forced above 40 g for any extended periods of time. Irrigation rate used was not outside of those prescribed. Pre-ablation high setting: 15ml per minute for stsf settings. Heparinized normal saline was used as the irrigation fluid. Carto visitag module settings were: resp gated, 2.5mm, 5 sec, fti 100-300 gauss, 3 mm with fti color option used prospectively.